Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during operation user observed that control console (the device screen) was intermittently turning off and on by itself. This issue had not occurred for the first time. During review of the system log files, 'system error 3' was observed". Additional information received states that "only the screen was turning off and on by itself, but the pump kept working normally". No patient harm or injury. The patient status is reported as "good".